Manufacturer narrative:
Medtronic received additional information that after the reason for explant was due to trans-esophageal echocardiogram (tee) revealing moderate to severe mitral central jet regurgitation. The ring was replaced with a bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was implanted and explanted. The reason for explant was reported as a "thickening in the level of the heart" while testing the ring. No additional adverse patient effects were reported.